Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The issue was resolved on its own. It was also reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 168 - 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.